Event description:
During an incident in 2004 involving a male patient of unknown age who was in vfib after a drowning, this defibrillator was turned on and vfib was visible on the screen, but there was no text or speech for charge and the unit was unable to treat the patient. The defibrillator was turned off and back on and it then operated properly, delivered 2 200j shocks to convert the patient. Treatment was delayed less than 30 seconds. The crew performed CPR during the incident. Final patient outcome is not known.

Manufacturer narrative:
This defibrillator was not returned to MFR. It was sent to mta (medical technical department) for evaluation and proper operation for patient treatment was verified. No mcm printout was provided for evaluation. No "check electrodes" prompt was reported. However, the hs3000 will not shock, and a "check electrodes" message will display, if defibrillation pads are being used and the patient's impedance is outside the impedance range for defibrillation or intermittent impedance (noise) is sensed indicating faulty electrode, contact or connection. MFR reported this incident to authorities.